Manufacturer narrative:
The ra lead was successfully implanted and remains in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implantation of this right atrial (ra) lead, the patient went into atrial fibrillation during lead placement. Initially, cardioversion was attempted to convert the arrhythmia but was unsuccessful. Medication was administered and external defibrillation was performed which did convert the patient's heart back to normal sinus rhythm. No other adverse patient effects were reported and the patient's blood pressure remained normal during the arrhythmia.